Manufacturer narrative:
According to the field, the lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and was causing the patient to experience muscle stimulation. Surgical intervention was performed and the lv lead was explanted. No additional adverse patient effects were reported.